Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 30 previously reported events are included in this follow-up record. Product return status 27 devices were received. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 14 reported events were confirmed. 13 reported events were not confirmed. Evaluation results 5 devices were found to be affected by internal corrosion. 21 devices were found to be affected by broken down lubrication. 1 device had no problem found.

Event description:
This report summarizes <noe> 30 </noe> malfunction events in which the device reportedly overheated. 26 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 30 events were reported for this quarter. Product return status: 24 devices were received. 2 devices were not available for evaluation. 4 device investigation type has not yet been determined. Event confirmation status: 13 reported events were confirmed; the cause was traced to component failure. 11 reported events were not confirmed. 4 evaluations are still in progress. Evaluation results: 2 devices were found to be affected by corrosion. 21 devices were found to be affected by compromised lubrication. 1 device had no problem found. Additional information: 30 devices were not labeled for single-use. 30 devices were not reprocessed and reused.

Event description:
This report summarizes 30 malfunction events in which the device reportedly overheated. 26 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 30 previously reported events are included in this follow-up record. Product return status 27 devices were received. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 14 reported events were confirmed. 13 reported events were not confirmed. Evaluation results 5 devices were found to be affected by corrosion. 21 devices were found to be affected by compromised lubrication. 1 device had no problem found.

Event description:
This report summarizes <noe> 30 </noe> malfunction events in which the device reportedly overheated. 26 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 30 previously reported events are included in this follow-up record. Product return status 27 devices were received. 3 devices were not available for evaluation. Event confirmation status 14 reported events were confirmed. 13 reported events were not confirmed. Evaluation results 5 devices were found to be affected by corrosion. 21 devices were found to be affected by compromised lubrication. 1 device had no problem found.

Event description:
This report summarizes <noe> 30 </noe> malfunction events in which the device reportedly overheated. 26 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.